Manufacturer narrative:
Investigation: the batch record for lot#7265222 was reviewed, no related abnormalities were found during the manufacturing process. The actual sample was provided for this complaint. The actual sample was evaluated and did show the reported failure mode in which confirmed this complaint. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, bd engineers noted during visual evaluation of the device that damage observed in extension tubing appeared to be caused by the application of pinch clamp. The pinch clamp was evaluated for compliance with product specifications and found to be within the established parameters. Unfortunately the root cause for this complaint could not be determined at this time.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with tubing damaged during use. There was no report of injury or medical intervention.